Manufacturer narrative:
Case- (B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi sense device was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
It was reported on (B)(6) 2019 a (B)(6) year-old female patient underwent a staged convergent ablation procedure. Prior to the procedure, a trans-esophageal echocardiogram was performed, there was no evidence of clots within the left atrial appendage and left atrium. A temperature probe was placed prior to the procedure. Patient was not heparinized for the procedure. The surgeon completed the procedure as anticipated and noted that the patient had a ¿large atrium¿. During procedure, there were no report of any device malfunction or procedural complications. Patient was discharged on (B)(6) 2019 in stable condition. On (B)(6) 2019 the patient was not feeling well and was admitted to (B)(6) hospital where she was found to be pulseless and resuscitated. On (B)(6) 209 patient coded and expired. The surgeon did not believe that an autopsy was performed but, thinks that the patient may have died from a pulmonary embolus. This was a procedural complication. There was no reported device malfunction.